Event description:
The micro drill was sent for eval because it was running on its own during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.